Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Imdrf impact code f2301 captures the reportable event of the guide catheter being removed using forceps. Block h11: a flexima biliary delivery system was received for analysis; however, the guide catheter and the stent were not returned. Visual examination of the returned device found the push catheter kinked. No other damages were noted. The reported event of guide catheter break was confirmed. Taking all available information into consideration, the investigation concluded that the reported event was likely due to factors encountered during the procedure. Most likely there was difficulty deploying the stent and the amount of pressure applied to deploy it could have damaged the guide catheter, getting it detached from the pull wire. In addition, the push catheter was found kinked. It is possible that during the process of inserting the device into the scope, the pressure applied to the device contributed to the damage noted to the push catheter. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent and naviflex rx delivery system were to be used in the bile duct during a biliary stent implantation procedure performed on an unknown date. During the procedure, the stent was inserted along the guidewire to the target site and released. The endoscope screen was checked after release, and it was noticed that the inner catheter had been separated and remained inside the stent; therefore, it was removed with forceps. The stent was then repositioned, and the procedure was completed. There were no patient complications reported as a result of the event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Imdrf impact code f2301 captures the reportable event of the guide catheter being removed using forceps.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent and naviflex rx delivery system were to be used in the bile duct during a biliary stent implantation procedure performed on an unknown date. During the procedure, the stent was inserted along the guidewire to the target site and released. The endoscope screen was checked after release, and it was noticed that the inner catheter had been separated and remained inside the stent; therefore, it was removed with forceps. The stent was then repositioned, and the procedure was completed. There were no patient complications reported as a result of the event. Note: no further information has been obtained despite good faith efforts.